Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to errors 4-71, c-83, and c-70. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis and the reported problem was able to be confirmed using system logs. Upon visual inspection, there were no issues found that would be related to the reported event. The iesu was tested using the system. The iesu energized, cauterized, and recognized instruments. No issues occurred during testing. As a result of these findings, the root cause happened in the field. Instrument interface (iif) communication timed out followed by multiple errors. Failure analysis confirmed the errors. The root cause is attributed to an electrical component failure.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the vision side cart (vsc) displayed a message indicating that activation was interrupted due to errors 4-71, c-82, and c-71. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the reported errors and advised the customer to power cycle the integrated electrosurgical unit (iesu). The errors were cleared for a short time, but the customer stated that error c-82 returned. The tse then had the customer hard power cycle the vsc; the issue cleared and did not return even after 10 minutes of monitoring. The customer opted to swap to a backup vsc for the procedure. The procedure was converted to another da vinci system with no reported injury.